Event description:
The device was returned to the service center with a report from the customer contact that side a can't close. This is not a reportable malfunction. However, during verification testing, it was noted that the device alarmed s321 (motor error-pmc, left) at start up.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.